Event description:
The doctor was burned on the finger while using the 711sw electrosurgical pencil. This occurred approximately september 15, 1998. The pencil burned the doctor through the plastic of the pencil body. The pencil had been used approximately 50 times.